Manufacturer narrative:
(B)(4). Initial final combined report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Medical product: oxf uni tib tray sz f lm PMA, catalog #: 154775, lot #: 828320; medical product: oxf anat brg lt lg size 3 PMA, catalog #: 159554, lot #: 348010. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00196, 3002806535-2021-00198. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item 154775,1 complaint reported with the item 161470, and 2 complaint reported with the item 159554 including initiating complaint. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2017. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2021